Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode catheter balloon did not open before the customer wanted to use, it was tested as usual before it was inserted through the airlock. The syringe was filled with the specified amount of air and when tried to fill the balloon, it did not open (lot#: gfjt1350 and lot#: gfjt1029).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "indications for use bard® temporary pacing catheters are designed to transmit an electrical signal from an external pulse generator to the heart or from the heart to a monitoring device. When an internal lumen is present (other than the one used for balloon inflation), it may be used for fluid infusion, pressure monitoring, or blood sampling. Precautions ¿ excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. ¿ when using a balloon catheter, use care when removing the protective sleeve from the distal portion of the catheter. Forced removal of this protective sleeve may result in damage to the balloon and the catheters structural integrity. ¿ when wiping down this catheter, use only sterile saline. Instructions for use inspection instructions 1. Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged. 2. Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. 3. In case of catheters with a balloon, under sterile conditions, remove the protective sheath and inflate the balloon with 1.5 ml of air or carbon dioxide. Use the inflation syringe included in the package. Completely deflate the balloon after the test. Insertion instructions using a needle cannula 1. Open the package and place the contents on a sterile field. 2. Prep the skin at the site of insertion and inject a local anesthetic. 3. Remove the protective guard from the needle cannula. 4. Enter the vein with the needle cannula. Simultaneous aspiration into a syringe will help confirm vessel entry. 5. Remove the syringe and the needle. 6. If using an open-lumen catheter, flush the catheter with a heparinized solution. Remove any stylette prior to insertion. 7. Using the aid of fluoroscopy or an ECG monitor, advance the catheter through the cannula to the desired position. If using a balloon catheter, inflate the balloon when the catheter is in the right atrium. Please note that the balloon can be inflated or deflated only when the stopcock is parallel to the catheter shaft. Do not pull the catheter back through the cannula as it may cause damage to the catheter." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode catheter balloon did not open before the customer wanted to use, it was tested as usual before it was inserted through the airlock. The syringe was filled with the specified amount of air and when tried to fill the balloon, it did not open (lot#gfjt1350) and (lot#gfjt1029).